Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her daughter's insulin pump alarmed with a compromised force sensor system and motor error; the mother pushed the motor back in and the daughter resumed insulin pump therapy. The patient's blood glucose at the time of incident is 586 mg/dl, which was treated with a manual insulin injection. The customer also had a low blood glucose event of 44 mg/dl, which was the night where the customer pushed the motor back into the insulin pump. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform operating currents, a21 error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify motor error alarm due to a33 alarm. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.